Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, two devices were used during the procedure. Both devices fired unformed and scissored clips. Another same like device was used to complete the case with no patient consequence.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(6).

Manufacturer narrative:
(B)(4). The analysis results found that the er320 devices (a and b) were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices were cycled, fed, and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.